Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8276553. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-10-03. Medical device lot #: 8303939. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-10-30. Medical device lot #: 8099546. Medical device expiration date: 2019-01-31. Device manufacture date: 2018-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the tubes are over filling.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the tubes are over filling.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and overfill was not observed. Samples from 8099546 were evaluated/tested and overfill was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Samples from 8099546 were evaluated/tested and overfill was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. 8099546 - a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.